Event description:
Event description guidant received information that this implantable lead displayed a very fast ventricular tachycardia that was significantly undersensed. A shock was delivered that did convert the rhythm. Rather large spikes at varying slow rates between 70 and 40 beats per minute were present on the electrogram, which appeared to be post shock intermittent noncapture. An x-ray confirmed the lead had pulled all of the way back into the atrium, and the proximal coil was very near the pocket. A procedure to reposition was planned.